Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device appeared to not deliver a synchronized shock at the right point on the patient's waveform. The incorrect timing of a synchronized shock has the potential to put a patient in a life-threatening rhythm. The customer obtained a back up device after a 2 minute delay. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that the patient involved in the reported event survived. No additional information on the patient has been provided by the customer.

Event description:
The customer contacted physio-control to report that their device appeared to not deliver a synchronized shock at the right point on the patient's waveform. The incorrect timing of a synchronized shock has the potential to put a patient in a life-threatening rhythm. The customer obtained a back up device after a 2 minute delay. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that the patient involved in the reported event survived. No additional information on the patient has been provided by the customer.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and unable to verify the reported issue. The cause of the reported issue could not be determined.